Event description:
The pt reportedly experienced sound quality issues followed by loss of sound. External equipment was exchanged; however, this did not resolve the issue. The device failure was confirmed. Advanced bionics is in the process of gathering more info. Once more info is available, a supplemental report will be submitted.